Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports numerous 8100's failing the patient side occlusion test. Case resolution: - after asking if their 8015 was placed into external communications before opening systems maintenance, the answer was no. - I walked customer through putting the unit into maintenance mode, and selecting external communications. - after retesting 8100's, errors cleared. Ended call.